Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device has been explanted. Device photos have been received and reviewed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, g2, h6. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs a broken device is not confirmed to be complete.

Event description:
Healthcare professional reported a left side rupture and capsular contracture.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on an unknown side. Device remains implanted.